Event description:
Determined to be reportable based on the investigation findings approved 25 april 2007. It was reported that during a precutaneous transluminal (pta) treatment procedure, a balloon rupture occurred. The calcified, 80% stenotic lesion was located in a below-the-knee artery. The symmetry balloon was ruptured at 12 atms on the second inflation. The initial inflation was to 10 atms. The procedure was successfully completed with another balloon. It was reported that there were no injuries or complications for the patient. Patient status is reported as " good."

Manufacturer narrative:
Device analysis: device analysis confirmed that a partial circumferential tear existed in the balloon material approximately 1mm distal to the distal edge of the proximal bond site. Microscopic examination of the balloon material at the leak site could not identify any issues with the balloon or the proximal markerband that could have potentially contributed to the tear occurring. A full investigation into the batch of balloons that were used in the manufacture of this device was performed with no issues noted. A review of the manufacturing record for batch 8778906 shows that the device met its material, assembly, and product specifications. It is noted that no additional complaints have been received to date for this batch of devices. The root cause of the complaint incident could not be identified.